Manufacturer narrative:
Evaluation revealed the long nail kit r1.5, ti, left gamma3® ø11x360mm x 130° to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. A physical examination could not be carried out as the device was not received for evaluation. The set screw was not received, whereas the long nail was still implanted. Thus, a reasonable examination and investigation was not possible. The reported event could not be confirmed. With the information given the exact root cause could not be determined. An alternative of the set screw insertion with the gamma3 closed tube clip is described in the operative technique gamma3 trochanteric nail 180: ¿¿it is possible to create a guided path for the set screwdriver. With this new feature, by pushing down the flexible set screwdriver into the nail axis, the set screw can be easily guided into the cannulation of the nail.¿ the file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified. Device was not received.

Event description:
As reported by the sales representative, as the doctor was tightening the screw he noticed it was not engaging/ sitting properly. He removed it and used another screw which presented with the same problem but decided to leave it in. Surgical delay of 10 minutes, procedure was completed successfully.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported by the sales representative, as the doctor was tightening the screw he noticed it was not engaging/ sitting properly. He removed it and used another screw which presented with the same problem but decided to leave it in.